Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer continued to use the existing supplies for insulin therapy and declined further troubleshooting with tandem technical support. Customer¿s blood glucose level was approximately 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.